Event description:
Event description this bipolar lead was returned to cpi for an unknown reason. There was no allegation against the lead, it was entered due to the reliability analysis test results.